Event description:
Boston scientific crm received information that this right ventricular lead had triggered the lead safety switch (lss) due to out of range impedance measurements.

Manufacturer narrative:
The lead remains actively implanted at this time and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.